Event description:
During a chemo infusion, the set spike fell out of the spike adaptor on the bag access device causing a chemo spill. Set was discarded. There was no pt or user harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation.